Manufacturer narrative:
Related MFR: 2916596-2023-06575. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault. The system controller and modular cable were replaced in clinic without complication. The patient was monitored after the exchange and no alarms reoccurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of driveline communication fault alarms active. The controller was returned to abbott and a log file was downloaded. The downloaded controller event log file and the submitted log file contained relevant data spanning approximately 6.5 hours on 30aug2023 (7:09:23 ¿ 13:42:39 per the time stamp). The log file captured atypical driveline communication fault alarms active due to a com_a_fault active from 30aug2023 at 7:09:23 - 13:42:05. The driveline communication fault alarm did not affect the controller's ability to operate system. The returned system controller was functionally tested and found to operate as intended during evaluation. The root cause of the reported event was determined to be related to damaged found within the returned modular cable and not an issue with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.